Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 381 mg/dl. The caller stated that the cannula came out of her site. The caller also stated that the the customer had called in earlier to report a blank display. Troubleshooting had been conducted, but the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint. Unable to perform the functional test due to a blank display.